Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the dat test at 0.08810 inches. No possible over/under delivery anomaly noted. Device was downloaded and all bolus delivered were found at the carelink pro report. No unexpected prime/fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose and the insulin pump alleging possible pump over delivery. The customer blood glucose level was 9 mg/dl at the time of incident and the other blood glucose of the customer was 200 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that the drive support cap appears normal. The customer was treated with food. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will and reservoir will not be returned for analysis.